Manufacturer narrative:
No evaluation could be made, no conclusion could be drawn as no device was returned. Device remains in the patient. Synthes is unable to determine the manufacturer date without a lot number.

Event description:
A screw, implanted in a plate (#450.273) at c4-c5 in 2004, is backing out. All hardware currently remains in the patient.